Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 524 mg/dl. The patient experienced hard breathing, nausea, fatigue, and aching. The patient treated with a 5-unit manual insulin injection. Troubleshooting was initiated and a bent infusion set cannula was discovered. The insulin pump was not returned for analysis.